Event description:
Patient was brought electively to the cath lab as an outpatient today where his femoral-femoral bypass, which goes from the left to the right was accessed on the left side. Catheters and wires were passed to the right. On review of the angiogram, it appeared that penumbra thrombectomy of the sfa, popliteal, as well as posterior tibial was performed, as well as angioplasty of the posterior tibial at the ankle, as well as proximal sfa and distal bypass was performed. Apparently, there was then attempt to close the access site using a perclose closure device. There was some difficulty with this, and the intra-arterial segment of the device was broken off and left within the femoral-femoral bypass, and in fact, on images, crossed from the left groin to the right-sided anastomosis with the distal tip being in the proximal sfa on the right. Cardiology; therefore, consulted vascular surgery emergently for removal. Patient had a left groin exploration with exposure of femoral-femoral bypass with removal of retained perclose closure device fragment. FDA safety report ID# (B)(4).